Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that the distal end of whisper wire was retained in coronary sinus. Additionally, the patient remained stable and received new implant. The product was used at is. No additional adverse patient effects were reported.